Event description:
A malfunction alarm with code malf 12 was reported, and there were no notable events leading up to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. Customer was advised that they could continue using the pump and to call back if the issue recurred.